Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to perform a complete pump reset, successfully resolving the issue, and was able to start their sensor session without encountering the error again.